Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the lumbar kit was inserted in a patient via intrathecal flouroscein injection and endoscopic approach to a skull base for a csf leak in the or. The surgeon proceeded with the lumbar drain insertion as planned; partially inserted the lumbar catheter, resistance was noted, hence, removed the lumbar needle and catheter. Completeness of lumbar catheter was checked both by the surgeon and scrub nurse upon removal and noticed that there was a perforation and/or significant tear on the catheter tip. A new competitor catheter was placed.

Manufacturer narrative:
DHR - lot number j59n55 was found to meet all criteria for release the complaint was confirmed in the complaint investigation based off the pictures supplied and returned product. The IFU states ¿warning: to minimize the risk of damage to the catheter, take care not to pull back on or withdraw the catheter after insertion into the needle. If the catheter must be removed, withdraw the needle and catheter simultaneously.¿ the beveled distal tip is a typical result of pulling back/withdrawing catheter instead of withdrawing the needle and catheter simultaneously, as per IFU. Therefore, the root cause is customer misuse.